Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2022-00301 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd facslyric¿ that client informs us that they have noticed a clear pollution of the results on the last passages of the samples. During repeatability tests, they observe erroneous and worrying results such as poorly done washing and then inter-sample contamination. The following information was provided by the initial reporter there are erroneous results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that client informs us that they have noticed a clear pollution of the results on the last passages of the samples. During repeatability tests, they observe erroneous and worrying results such as poorly done washing and then inter-sample contamination. The following information was provided by the initial reporter there are erroneous results.